Event description:
A leveen needle electrode was being used along with an rf generator for a therapeutic ablation. When checking the needle after the fourth puncture, it was discovered that coating on the needle was peeling. The procedure was completed successfully with another unit.